Event description:
The account alleges that a patient fell from the bed due to the siderail not latching. The account alleges that the patient received minor injuries due to fall. Bruising to patient's thigh was reported.

Manufacturer narrative:
The technician was unable to duplicate the issue. The siderail performed normally. The technician did note that the right intermediate siderail mounting bolts and nuts were loose, however, the technician was not allowed to tighten due to the patient being in bed. The technician informed the account that the bed should be removed from service until the siderail mounting hardware could be tightened. The account stated that they would tighten the hardware at a later date. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.